Event description:
It was reported that pump declared alarm 20 during pumping. There was no adverse impact to the customer¿s blood glucose level. Customer contacted support, received guidance to load new cartridge using proper technique, successfully loaded cartridge, and resumed insulin therapy; no additional information was received regarding the outcome of the event.